Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high capture threshold was noted. Patient received inappropriate therapy due to noise. Pace/sense portion of the lead was capped.